Event description:
Dr implanted a 6mm gore-tex vascular graft in pt on 2/11/1998. The graft was placed in the left forearm for hemodialysis access. On 4/9/1998 dr. Removed the remainder of the graft because of "leaking graft syndrome". On 5/12/1998 dr. Removed the remainder of additional leakage.